Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: patient dissatisfaction with procedure outcome. (B)(4).

Event description:
It was reported that a female patient who underwent an unspecified breast surgery with 630cc mentor smooth round high profile saline breast implants experienced dissatisfaction with procedure outcome for both breasts post-operatively. The patient reported that the implants were too big, and that she disliked the appearance. As a result, the patient underwent explantation and replacement with 460cc mentor smooth round high profile saline breast implants, catalog #: 3503460, left lot-serial #: (B)(4) and right lot-serial #: (B)(4) on (B)(6) 2020. This medwatch report is for the left-sided implant.